Manufacturer narrative:
Concomitant medical products: 4191-88 lead, implanted (B)(6) 2011, 6947-65 lead, implanted (B)(6) 2011.

Event description:
It was reported that the right atrial lead had dislodged. The pre-formed lead was pointing straight down to the tricuspid valve, where there was no capture, and sensing was low. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.